Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was scheduled for vns exploratory surgery due to a possible infection or lipoma with the possibility of the vns being removed. Additional information was received that the patient had a blister type wound at the generator incision site that had been present for about six months. The patient was seen by a dermatologist to treat the wound and then had a consult to schedule surgery. The patient's neurologist indicated that the patient would have a full explant if the infection was found in the generator pocket. It was stated that a full explanted occurred confirming the infection and the device is not available for return as it is being kept for hospital culture. The device history record's of the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. It was confirmed both the generator and lead were sterilized. No additional relevant information has been received to date.